Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with no delivery. Customer stated when she inserts; the device then alarms no delivery. Customer's blood glucose was 445mg/dl, thread with manual injection. Customer also reported bent cannulas. The customer reports the alarm was resolved by a completed set change. The customer is unable to troubleshoot and determine the cause of the issue.